Manufacturer narrative:
The reported event of ineffective therapy and high lead impedance was confirmed. Microscopic inspection of the returned lead revealed a kink on the lead body where multiple internal wires were fractured. The cause of the fracture is consistent with an overstress condition or sudden event the lead may have been subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was exhibiting high impedances. As a result, the physician explanted the lead.